Manufacturer narrative:
A short test run before the repair showed that the ball bearings of the drive assembly have been grinding and vibrating. The head heated up quickly. After disassembling of the handpiece it got visible that it had a high debris level inside. It was also visible that the back cap had a circular groove worn into it which indicates that it has been pressed while the handpiece was running. This is a use against IFU. Root cause for the heat up are all found deviations together: if the push button gets pressed during treatment it rubs on the inner moving parts. This causes friction and hence heat up. The bearings have been worn out which causes also higher friction and hence heat up. The debris inside the handpiece also causes higher friction and hence heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Manufacturer narrative:
The dentists office sent the handpiece to their dealer who informed us that they forwarded it to kavo USA. Unfortunately we didn't receive it yet and dealer doesn't respond to the request of a tracking number. Once the product is received we will analyze it and send a final report with the outcome.

Event description:
During a call to dentists office it was stated that on (B)(6) 2017, while performing filling on tooth# 17, the patient was burned on lower lip. Asking for the size of the burn we have been told that it was not a white burn mark, but a red area to lip. Exact size is not known. No ointment or medication was given to patient for lip.

Manufacturer narrative:
The dealer sent the product by mistake to a wrong account in europe, hence product is still not available for analysis. A further follow up report will be sent once product is evaluated.